Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that incoming data transmission report indicated t-wave oversensing on both the ventricular and atrial channels. It was also reported atrial lead exhibited large amounts of p-waves, that appeared to be loss of capture or oversensing. The ventricular lead exhibited some previous variability in pacing thresholds, that appeared to be chronically high since (B)(6) 2017, and exhibited high thresholds. The rv lead was noted as dislodged. Diagnostic testing/troubleshooting was performed along with re-programming. The rv lead was explanted and replaced. The atrial lead remains in use. No patient complications have been reported as a result of this event.